Manufacturer narrative:
The customer did not return the meter for investigation. Without the meter to investigate, a specific root cause could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The customer¿s device was requested for investigation, but has not been returned. The investigation is ongoing. Unique device identifier (UDI): (B)(4).

Event description:
The initial reporter had an issue with the date and time on the coaguchek xs pro meter. The reporter stated that the date and time changed on the meter unexpectedly and were lost. The reporter confirmed the date and time were updated manually. The reporter confirmed this issue did not affect patient results.